Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The current size of the aneurysm measures 11cm in diameter. It was reported that the patient presented emergently with back pain and it was discovered that there was a distal type I endoleak coming from the right limb. A secondary intervention was performed and an endurant limb was implanted on the right side which resolved the distal type I endoleak. In additional, the bifurcate had migrated without the presence of an endoleak, so the physician decided to implant an endurant cuff resolving the event. The physician suspects the cause of the migration was due to a type ii endoleak which was feeding the sac that caused the sac to pull the limbs up. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).